Event description:
The customer reports that during insertion, the hub of the puncture needle broke. The device was replaced without incident.

Manufacturer narrative:
Qn# (B)(4). Customer returned one 18ga introducer needle. Visual examination confirmed a piece of the hub was broken off and separated. The broken piece was not returned. Microscopic examination showed other multiple cracks in the hub. The report of a broken needle hub with a piece separated was confirmed by visual examination of the returned sample. Multiple cracks were also observed in the needle hub. A device history record review was performed did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion, the hub of the puncture needle broke.the device was replaced without incident.